Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7079207.

Event description:
It was reported that the patient experiencing inadequate stimulation despite reprogramming attempts. Fluoroscopy was taken and showed both leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the medical facility.